Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient reported that she felt like the previous system never worked for her symptoms. The rep was made aware of this issue on 2021-sep-27. The cause of the device not providing relief was most likely the lead placement, as the new lead placement had to be deeper and is providing the patient with a positive response. The lead placement for this particular patient is not ideal for her anatomy. The patient was in stage 1 trial and is providing relief. The device is still implanted. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1zc64 serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was currently in a stage one trial, because the patient was getting a replacement due to their current system not providing relief.